Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an open total gastrectomy, the blade was broken off in the patient's body. As the broken piece was retrieved by forceps, no pieces were left inside the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient. .

Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.